Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified both sides of the common iliac artery to external iliac artery. After inserting an unknown wire and advancing an unknown intravascular ultrasound (ivus) catheter to confirm passage of the wire, the ivus catheter did not pass through the lesion. Thus, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, the balloon ruptured when inflated at 10 atmospheres. Because of this, another coyote balloon catheter was used but ivus could not be advanced again due to the calcification. Therefore, it was decided to use a 3.0mmx20mmx135cm (4f) sterling balloon catheter to dilate the lesion, however, the balloon ruptured upon the third inflation at 14 atmospheres. Another sterling balloon catheter was then used, and dilation was successfully completed. An unknown guidewire was then able to pass through and the procedure was completed with the placement of an epic stent. There were no complications, and the patient returned to the ward as scheduled.